Event description:
It was reported by the contact that the customer received a temperature alarm when the pump was connected to the cable and being put into shelf mode. The customer's blood glucose level was not impacted. The customer was unable to clear the alarm. The customer has temporarily to manual insulin injections to manage diabetes.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.